Event description:
It was reported that during a cryo ablation procedure, following the first freeze in the left superior pulmonary vein (lspv) a large effusion was confirmed. Upon the physician¿s judgement, he continued to a second freeze on the lspv and two additional freezes on the left inferior pulmonary vein (lipv). At this point the patients¿ blood pressure dropped and the balloon catheter, mapping catheter and sheath were withdrawn back into the right heart. An urgent pericardiocentesis was performed and blood was drained from the pericardium. The case was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were received and analyzed. The data files showed that at least five applications were performed with the catheter on the date of the event. Also, the data files showed that a system notice was received indicating that the refrigerant delivery path was obstructed ((B)(4)) was triggered on application one. This was a clinical issue encountered during the procedure. Also, the physical device was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.